Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was not obstructed. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The helix of the lead was extrinsically bent. The analyst noted there was difficult to extend the helix due to helix bent. Visual analysis showed blood entered in lead conductor from the lead distal end through the sleevehead and the driveshaft seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the physician repeatedly attempted to screw the right ventricular (rv) lead into the septum, and from the beginning it seemed that several turns were needed to remove the screw. After several attempts, the physician suspected that the helix had become ¿bent¿ when viewing the lead from outside the patient. It was also noted that each time the helix appeared to be screwed into the septum, the lead was found to be loose. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.